Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. A replacement device has been sent to the customer.

Event description:
It has been reported that when the patient enters values for carbs on their omnipod personal diabetes manager (pdm) it automatically converts them to insulin units. Additionally, several alarm messages have been seen.